Event description:
It was reported that a smiths medical ventilator was not cycling correctly. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of during not cycling correctly was verified during testing. The testing revealed when device is applied to gag output, it passed but would not cycle. The pressure rose until hitting the relief alarm pressure threshold. This was isolated to a faulty input manifold. Action was taken to replace the manifold. The device physically was in good condition. The device then passed all functional testing.

Event description:
Investigation summary in h 10.